Event description:
A user facility reported burns to a patient's chest and neck area. The user completed a neck and décolletage treatment after the training resulted in 2nd degree burns to the patient on the central aspect of the neck and décolletage. The user was doing multiple passes over this area. The user was unaware that the tip is for multiple uses and ended up using 3.5x of the tip in the one treatment thinking it should have run out. An available picture was reviewed by the medical reviewer and a large, burned area is visible on the neck and on the middle chest. Redness, inflammation, and crusts are visible over the upper chest and breasts. The patient is now healing well. There are no more open wounds. There is a mild scar evident at the décolletage region. Secondary intervention applied was stratacel wound dressings. The skin type that was recorded for the patient was fitzpatrick 2. No other treatments (besides fraxel) were being performed in the same area where the symptoms were reported. The patient has not undergone any other treatments in the same symptom area within the past 30 days. A 1927nm 20mj/7 wavelength(s) was used to perform the treatment. No system errors occurred, nor did anything out of the ordinary occur during treatment. This is not the first time the treatment tip had been used; it had been used 1 time prior to this. A burn paper test was not performed prior to the treatment.

Manufacturer narrative:
The investigation is underway.

Manufacturer narrative:
Upon further review, the case was reassessed as not serious by the medical reviewer and no longer meets the reportability requirements. The patient has made a complete recovery with no scar and the given treatment was not beyond the standard of care.